Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the analyzer passed functional, bench, and system testing. Concomitant medical products: product ID: 2067 radio frequency, head. (B)(4) .

Event description:
It was reported the analyzer did not consistently sense and pace. The analyzer was returned for repair. No patient complications have been reported as a result of this event.